Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infections and septic shock could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported multi-system organ failure and subsequent patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU lists infection, sepsis, multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure), and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplement report will be submitted to report the investigation findings. Section e1: reporter address line 1: (B)(6).

Event description:
Related manufacturer report number: 3003306248-2024-00434 it was reported that the patient was on intra-aortic balloon pump support before their implant and was then supported with a right ventricular assist device (rvad) after their left ventricular assist device (lvad) was implanted on (B)(6) 2024. On (B)(6) 2024, a rectal swab was sent and was screened positive for vancomycin resistant enterococcus (vre) and for carbopenamase resistant enterobacteriaceae. On (B)(6) 2024 blood cultures were taken and suggested yeast cells for candida auris. The patient's infection further developed and was positive for beta-glucan on (B)(6) 2024. Despite antibiotic treatment, it did not get better. The source of the infection was identified as bacteremia. The patient ultimately passed away from septic shock with multiple system organ dysfunction. The device was not explanted. The patient's outcome was not device related.